Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed that a kink was observed in the telescope assembly at 71.0 cm from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, and retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. During image characterization testing, no image appeared in the system due to electrical open at proximal. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, no discernible defect could be seen. No wind up was observed on the imaging core (ic) during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-03246 and 2134265-2014-03245. It was reported that pullback failure occurred. The ilab motor drive unit was used in conjunction with an opticross¿ coronary catheter intended to visualize the an unspecified lesion. During percutaneous coronary intervention (pci), pullback became unable to be performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
Same case as: 2134265-2014-03246 and 2134265-2014-03245. It was reported that pullback failure occurred. The ilab motor drive unit was used in conjunction with an opticross¿ coronary catheter intended to visualize the an unspecified lesion. During percutaneous coronary intervention (pci), pullback became unable to be performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).